Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized with diabetic ketoacidosis. The customer stated that he woke up and did not realize the infusion set came out. He worked out and after, his blood glucose was 400 mg/dl. The customer stated that the sensor did not alert him of high glucose and was reading between 215 and 220 mg/dl. Blood glucose at the time of admission was 423 mg/dl. The customer was unable to continue the call as he was driving and stated he would call back.